Event description:
Customer reported that, the cement mixture was too thin even after 20 minutes, but mixture was used and reportedly patient received a pulmonary emboli requiring medical intervention.

Manufacturer narrative:
An unused sample of the same reported lot was provided for evaluation. Testing of the sample was conducted by the cah engineering staff using the process described by the customer. The results of the testing showed the product to perform as intended. A review of the device history record and raw material history files for the listed manufacturing lots were also reviewed and they showed no recorded quality issues or rejections related to the reported incident. Therefore, at this time we are unable to determine the cause for the reported issue. We will continue to monitor this product for any additional reports of this nature.